Manufacturer narrative:
The insulin pump was received with button error alarm and no up and down buttons response due to corroded keypad traces. No battery indicator functions properly. Unable to verify for low battery alarm and perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and operating current test due to no down button response. The insulin pump had minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had battery issues and when he changed the battery the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 420 mg/dl, which he treated with a manual insulin injection. Troubleshooting was initiated for the button error alarm. The customer did not recall that battery issues preceded the button error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.